Event description:
Caller reported potential false negative urine hcg results with medi-lab performance hcg urine test-dipstick. Customer called in to report three potential false negative hcg tests rendered today on a kit opened the previous day. Three different pts came in to the office after testing positive on home screening pregnancy tests; they rendered negative results on mckesson medi-lab hcg urine dipstick (25 m1u/ml). No confirmatory testing performed; pts sent home. No pt specific info available at the time complaint called in. Technical service rep called customer and left a message for contact to call back if further info could be obtained.

Manufacturer narrative:
Investigation pending.